Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, a crust had developed at the implant site, exposing the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 10 days (specific date not reported) and topical antibiotics (specific date and duration not reported). This report is submitted on june 16, 2022.